Manufacturer narrative:
Intra-op films for l4-5 minimally invasive tlif show a fracture of the peek interbody cage. By report, this occurred during the rotational maneuver while using either the angled tamp or the ball tip. The graft appears appropriately sized to the interbody space. These plastic constructs can fracture given the angle of and the degree of applied force during placement in the anterior inter-body space. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product is not available for sale in us but a similar product with catalog # 9393007, 510k# k094025 and upn (B)(4) is approved for sale in us. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent minimally invasive spinal fusion and transforaminal lumbar interbody fusion at l4-l5 due to spinal degeneration. Intra-op, while trying to rotate the implant with the ball tip and angled tamp, the back end of the implant broke off. The implant was fully inserted, and approximately mid way through the space. A portion of the broken crescent implant was retrieved. Due to the depth of the remaining piece, the surgeon decided to leave it in the patient as a partial interbody. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis: a visual examination of the returned implant confirmed that only the ¿nose¿ of the implant had been broken off and was returned for examination. Microscopic examination of the posterior deformation of the implant inserter interface is consistent with excessive force. Examination of the fracture surface revealed a fairly brittle fracture surface, with rays emanating away from the area of crack propagation, and no indication of fatigue. The location and nature of the fracture, in addition to the implant nose damage, suggest brittle overload during insertion as the mechanism of breakage. If information is provided in the future, a supplemental report will be issued.